Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, no issues were found with the device alarming "high pressure". The device was tested 3 times, all 3 tests passed within our internal specification. However, service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that cadd legacy 1 pump alarmed and displayed a high-pressure alarm. There were no adverse events reported.